Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to the pt developing a hematoma over his ipg site. The hematoma was caused by the pt hitting his ipg site while being placed in and out of his wheelchair. The physician moved the pocket site from the pt's back side to the stomach area. The pt is reportedly doing well.